Manufacturer narrative:
Per chemistry study of the unknown particulates; it was unable to identified due to its microscopic size. No identifiable spectrum can be determined.infus investigation concluded that the operators will be re-trained for their awareness and focusing on such defects during assembly and inspection.

Manufacturer narrative:
We received one dpt kit with the attached pressure tubing for examination. Priming solution was visible throughout the unit. The vented cap was still attached to the end of the pressure line. There was no visible blood found at the distal tubing male connector. One black dot was observed on the inner surface of the zero-stopcock female luer; the particulate measured 0.012 x 0.005 inch in size. The particulate broke off into small pieces when scraping it off of the luer surface and they were sent for chemistry analysis. A review of the manufacturing records indicated that the product met specifications upon release. A supplemental report will be sent with the results of the chemistry testing and corrective actions, once received.

Event description:
It was reported that "unknown black material was observed on the zero stopcock before use."